Manufacturer narrative:
Additional relevant info will be provided when the device evaluation is completed.

Event description:
It was reported that approximately two weeks post-surgery, the pt began experiencing extreme back and leg pain. It was discovered that two of the eight closure tops "backed out" of the tulips heads of the screw and were free floating in the patient. The pt was taken for revision surgery and all eight closure tops were removed and replaced as well as the two rods were removed but the re-used during revision. No further pt complications were reported.